Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. An alert for a high out of range value was noted. The implantable cardioverter defibrillator exhibited high out of range high voltage lead impedance. Programming changes were discussed; no intervention was reported. No further information could be obtained.